Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's battery cap. The mother states they cannot take the battery cap off. The customer's blood glucose level at the time of incident was over 600mg/dl. The mother states they treated with manual injections. Troubleshoot for the battery cap was conducted. The mother was not able to remove the battery cap. The customer was advised to discontinue use of the pump, and that it would be replaced and returned for analysis.